Event description:
In 2009, the pt underwent treatment for a abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. During deployment of the trunk-ipsilateral leg component, the physician reported that the device jumped proximally. This resulted in the complete coverage of both the renal arteries. The physician immediately performed angiography of the area, which revealed complete coverage of both renals, and determined the right renal to be the lower of the two. A wire was advanced up and over the bifurcation of the device, snared and brought down. The physician then gently maneuvered the device down. Both renal arteries were successfully uncovered. An express stent was implanted into the right renal artery to ensure it remained uncovered. A contralateral leg component was then implanted, which completed the procedure. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications. Additional device(s) implanted in the pt. Blank fields present on form include required fields and fields determined to be not applicable: 'attempt(s) to acquire info required for this form were made by gore. Blank fields indicate that the info was not provided, was deemed unavailable or was not applicable.'